Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient harm from device and patient stated the water in her unit looks milky. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and no found of foam degradation. During the evaluation, no secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. There was no visible foam degradation and unit got scrapped.